Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: date of event is an estimated date. Corrections: g2: report source. H6: type of investigation code b20 removed. H6: clinical code f26 was removed. H11: manufacturer narrative updated to capture now known catalog and lot number.

Event description:
According to additional information received, the device was removed and replaced on (B)(6) 2024 due to a tubing tear.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. A separation was noted on the exhaust tubing of cylinder 1. This is a site of leakage. The surfaces appear to have crease marks adjacent to or within a confined area of abrasion, indicating the area was kinked and abrading against itself for an extended period of time. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded the pump tubing had overlapped against one another while in-vivo. This then most likely caused the exhaust tubing of cylinder 1 to be kinked backwards onto itself and abrade enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to additional information received, the device was removed and replaced on (B)(6) 2024 due to a tubing tear.

Event description:
According to the available information the pump does not re-inflate. No adverse patient events were reported.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. Date of event is an estimated date.